Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03065. This report is being submitted as additional information. Approximate age of device - 1 year and 4 months (calculated from the battery purchase date to the event date). Manufacturer's investigation conclusion: the report of the alarms while connected to batteries was confirmed during the investigation of the returned 14v li-ion battery. The report of the patient having issues changing out their batteries and two different universal battery chargers shutting down when 14v li-ion battery was inserted was unable to be confirmed. Visual inspection of the returned battery revealed small amounts of dried fluid on and around the battery contacts. The returned battery was inserted into the returned heartmate universal battery charger (ubc) several times in several different slots and a few intermittent red led faults were reproduced; however, the ubc did not shut down. The ubc indicated that the battery was due for calibration. The returned battery pack was connected to the returned system controllers, the returned battery clips, and a mock circulatory loop. The battery was able to be inserted and removed from the clips without issue. Manipulation of the battery produced several intermittent power cable disconnect alarms along with a no external power alarm when the controllers were solely supported by the battery. The battery's contacts were cleaned and no additional alarms were reproduced while connected to the returned system controller and the returned ubc. The battery was fully charged and calibrated in the returned ubc without issue. The battery was then discharge tested at the maximum specified load and the run-time capacity exceeded the design specification. The investigation suggests that the root cause of the reported alarms on batteries and the intermittent power cable disconnect/no external power alarms and ubc faults reproduced during analysis was fluid residue on the battery's metal contacts. The debris created an unstable electrical connection between the battery, the battery clips, and the ubc. The returned battery was found to function as intended after the battery's contacts were cleaned. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had issues changing out the batteries, and then attempted to change out the system controller. The patient passed out during exchange of the system controller. The caregiver was able to place the patient back on the original system controller, and the patient regained consciousness when the system controller was connected to a viable power source. The submitted log file was reviewed by technical services representative, and confirmed the events. It was reported that the batteries, and the system controller backup battery were charging and draining inconsistently. No additional information provided.